Event description:
It was reported that after programming the pulse generator, an error message appeared and device settings changed. Upon rebooting, the programmer recognized the erroneous parameters and restored the pulse generator to default settings. The device remained implanted.

Manufacturer narrative:
(B)(6).